Event description:
It was reported that the right ventricular (rv) lead triggered an alert for measured high impedance and high threshold. Loss of capture was noted. The lead was capped and replaced. No patient complications have been reported as a result of event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.